Manufacturer narrative:
The customer contacted siemens and stated there was a delay in testing for high sensitivity troponin (tnih) using a dimension exl with lm instrument due to the quality control material being out of range. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. Siemens is investigating the event.

Event description:
The customer contacted siemens and stated there was a delay in testing for high sensitivity troponin (tnih) using a dimension exl with lm instrument due to the quality control material being out of range. The customer indicated discordant test results were obtained and provided a single example of test data. The sample was collected on 14-aug-2021 and the test result was obtained on 15-aug-2021. There are no reports of patient intervention or adverse health consequences due to the delay in testing tnih.

Manufacturer narrative:
The initial MDR 2517506-2021-00255 was filed on (B)(6) 2021. Additional information (27-sep-2021): siemens investigated the event and attempted to obtain instrument data. Instrument data was not available due to an unrelated computer failure causing a loss of the data. There are no reports from the siemens customer service engineer to indicate an issue with the reagent or the analyzer. The cause of the delay in testing for high sensitivity troponin (tnih) due to the quality control material being out of range is unknown. The instrument is performing within specifications. No further evaluation of the instrument is needed.